Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant products: item# us157850, lot# 447610, m2a-magnum pf cup 50odx44id. Item# 157444, lot# 806650¸ m2a-magnum mod hd sz 44mm. Item# 157446, lot # 765630, m2a-magnum mod hd sz 46mm. Item# us157852, lot # 529370, m2a-magnum pf cup 52odx46id. Item# 139262, lot# 309620, m2a-magnum 42-50m tpr insrt +9. Item# 11-103204¸ lot# 171380, taperloc por fmrl lat 10x140. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends for this part/lot combo were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-05172 / 05175).

Event description:
Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent revision procedures on unknown sides.